Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient identifier: unknown / not provided. Age and date of birth: unknown / not provided. Patient weight: unknown / not provided. Date of event: unknown / not provided. Lot/serial #: unknown / not provided . Device expiration date: unknown / not provided. Device UDI number: unknown / not provided. First name: unknown / not provided. PMA/510(k) #: k011028 and k013227. Device manufacturer date: unknown / not provided.

Event description:
It was reported that the implant and two abutments in site 18 were stripped. No impact to patient. Procedure was completed using another device. No further information provided.

Manufacturer narrative:
One (1) tsvh10 (impl tapered scr-v ha 3.7 mm 3.5mm 10mm) and two (2) 15at323 (15 deg taper,3.5p 2mm-3mm) were returned for investigation. Visual evaluation of the as returned products identified that there was debris/bone attached to the implant and abutments. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported events could not be performed since the abutment was unable to be removed from the implant, so the event is non-verifiable. Pre-existing condition noted on the per was unknown bone density. The reported devices were at tooth location 18 (unknown dental notation system) and were placed and removed on the same day. The customer did not provide images or x-rays. Appropriate documents were reviewed. DHR review and complaint history review by lot numbers could not be performed, as the lot numbers associated with the reported products are not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the tsvh10 & 15at323 dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported devices related to the reported events. February post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction and the reported event could not be verified as the devices were returned and unable to disengage from one another.

Event description:
No further event information available at the time of this report.